Event description:
An elderly male undergoing tricep-repair due to rupture of right (r) tendon/deltoid tendon insertion to the olecranon. During procedure the suture anchor stripped out while being implanted and it had to be removed and new anchor used.